Event description:
Device report 1 of 3: ref MFR report: 1627487-2011-09160, 09161. The pt received the scs system on (B)(6) 2005. It was reported the pt's lead and the implanted ipg was replaced with a different model lead and a model different ipg on (B)(6) 2011 due to lead migration and communication issues. It was noted the pt had lost weight. Pt reported comfortable stimulation coverage post-operative. No further pt complications has been reported.

Manufacturer narrative:
Eval - result: a complete lead was returned. Cautery damage was observed on the lead body. There were no lead wires damaged. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.